Manufacturer narrative:
Product event analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Longevity unstable: maturing timestamp date (B)(6) 2016, ageing timestamp skipped, battery depleted timestamp date (B)(6) 2016. Battery voltage 2.76 volts, recommended replacement time (rrt) falsely triggered.

Event description:
It was reported that the implantable pulse generator (ipg) experienced unexpected longevity. It was noted that in february the ipg battery longevity displayed three years remaining. A follow up in jun displayed longevity of one year remaining. A follow up from (B)(4) indicated the device had reached elective replacement indicator (eri), triggering a mode change. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.